Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) indicating that the patient received a shock from this implantable cardioverter defibrillator (ICD) and that the device was not working. Ts reviewed the latest device consult and no stored episodes were noted. No adverse patient effects were reported. This device remains in service.